Event description:
The MFR's representative reported that the pt presented to the emergency room with generalized body pain, skin warm to touch and body temperature of 95 degrees. The emergency room staff "determined that pt was not in overdose or withdrawal, but etiology of symptoms is unk". The pt currently receives 6.5 mg/day of morphine; concentration is unk.